Event description:
A malfunction was reported on the pump by the caller, with no notable events occurring before the issue. There was no adverse impact on the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.